Manufacturer narrative:
The device was subsequently explanted and returned for testing. Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The charge time out observed clinically is not unexpected behavior due to the device being left implanted for six months after end of life (eol). Testing confirmed that the device continued charging for another thirty seconds after the charge time out and delivered a full energy shock. Therapy testing was not able to be performed due to low battery but based on the memory log the device was able to deliver therapy while implanted.

Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and stated this device should be explanted. The boston scientific field representative who was involved with the case confirmed that this device remains in service at this time. No other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after receiving a shock for ventricular tachycardia (vt). The charge time for the delivered shock was 45.1 seconds and a fault code 01 was observed which indicates a charge time out. A second shock was delivered after a charge time of 31.5 seconds which successfully broke the arrhythmia. No adverse patient effects were reported.